Manufacturer narrative:
Evaluation results: inherent risk of procedure (migration, endoleak), patient's condition affected effectiveness of device (disease progression resulting in the dilation of the arotic neck). Conclusions: device failure/lack of effectiveness related to pt condition (disease progression resulting in the dilation of the aortic neck).

Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology and vessel morphology at the time of implant are unknown. It was reported post stent graft implantation the stent graft migration, resulting in a type I endoleak. The cause of the migration was due to expansion of the aortic aneurysm from disease progression. The physician successfully implanted another manufacturer's stent graft and the type I endoleak has resolved. The pt was reported to be fine and o additional clinical sequelae have been reported.